Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Customer reportedly received the following results on the sensor system within 10 minutes: 22 mmol/l, 6 mmol/l, and 11 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.